Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging there was a strip issue. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.